Event description:
The customer reported that an intellivue mp5 monitor had failed to generate an alarm.

Manufacturer narrative:
The customer reported that an intellivue mp5 monitor had failed to generate an alarm. No pt harm was reported as a result of this issue. The initial info from the user revealed that the user expected artifact (marked "a" for beat labels) to be counted by the algorithm in determining alarm status (vtach). This was a user misunderstanding and not a malfunction or design problem. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).